Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed code: mechanical (g04)- stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent an initial tka on an unknown date. Subsequently, a revision was performed due to unknown reasons. Attempts have been made and no further information has been provided.